Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address lysis on acetabulum. Removed asr y6 head and +2 spacer. Implanted depuy 28 ts ceramic head and blank 46mm active articulate head. (B)(6) 2017: medical records reviewed. Operative report (B)(6) 2006 indicates the patient received a left total hip replacement due to osteoarthritis, left hip with protrusion. The procedure was completed without complication indicated by the surgeon. This information does not impact MDR reportability. Updated 10-30-2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.